Manufacturer narrative:
One device was returned for analysis. Visual inspection found scratches to the lcd lens. The tamper seal was not broken. Review of the event history log (ehl) showed multiple downstream occlusion" alarms. A functional test and visual inspection were performed and the reported issue was not duplicated. The reported issue was found in the ehl review due to possibly user error. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a constant downstream occlusion. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.